Event description:
The lifepak briefly displayed a rhythm while charging for use. When the charge was attempted, dashed lines appeared on the screen and the shock was not delivered. A second lifepak was used without incident. Manufacturer response (as per reporter) for monitor/defibrillator, lifepak 12as part of a service contract, the device was looked at. There was nothing found to be wrong with the lifepak itself. However, the ECG cable connector was found to be worn and was upgraded and replaced.

Event description:
The lifepak briefly displayed a rhythm while charging for use. When the charge was attempted, dashed lines appeared on the screen and the shock was not delivered. A second lifepak was used without incident. Manufacturer response (as per reporter) for monitor/defibrillator, lifepak 12as part of a service contract, the device was looked at. There was nothing found to be wrong with the lifepak itself. However, the ECG cable connector was found to be worn and was upgraded and replaced.